Manufacturer narrative:
It was reported that the event date was (B)(6) 2017 not (B)(6) 2017. A specific cause for the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. The investigation confirmed the reported pi events via the submitted system controller log file; a correlation between the device and the reported pi events cannot be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient experienced unspecified heart failure symptoms on (B)(6). The patient¿s lactate dehydrogenase level (ldh) was 2166 u/l and a moderate count of red blood cells were found in the urinalysis. The patient was treated with a heparin infusion from (B)(6). The patient¿s ldh level was not decreasing significantly, therefore, tissue plasminogen activator (tpa) protocol was administered from (B)(6). On (B)(6), the patient¿s ldh level decreased to 576 u/l and tpa protocol was discontinued. A ramp echocardiogram was negative for pump obstruction. On (B)(6), the vad coordinator stated that the patient was currently home doing well, was asymptomatic with clear urine and vad parameters were stable. No additional information was provided.